Event description:
It was reported that a burr fracture occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 1.50mm rotapro was selected for use. During preparation, the scrub tech turned off the drip while still wiring the vessel. Once the wire was down the vessel, they turned on back the drip and loaded the burr on the wire. However, upon platforming the catheter broke off proximal to the burr. The physician assumption is that the drip didn't make its way to the burr causing the burr to heat up and broke off. The device was pulled out and completed the procedure with another of same device. No patient complications were reported.